Event description:
Caller reported pump malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted caller in doing so; after resetting, the malfunction code did not recur, and customer was advised to continue using pump but to call back if issues persisted. Caller understood the instructions.